Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included ibuprofen for migraine as well as antidepressants. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ abormal bleeding (menorrhagia)"), fatigue ("chronic fatigue/fatigue"), migraine ("migraines/ migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 8 months 3 days after insertion of essure. On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth") and was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dental caries ("tooth decay/dental problems") and tooth loss ("tooth loss/dental problems"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe, lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdomen pain"), uterine pain ("severe uterine pain") and bone loss ("bone loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, weight increased, migraine and vaginal haemorrhage had resolved and the dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dental caries, tooth loss, dysgeusia, dyspareunia, fatigue, uterine leiomyoma, depression, anxiety, nausea, alopecia, abdominal pain and bone loss outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bone loss, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Discrepancy noted: previously essure confirmation test was given as (B)(6) 2013. Current weight 140 lbs. Date leave began: (B)(6) 2016 date leave ended: 2018 reason: too much pain and could not continue to work -present. The outcome of events hair loss and nausea was mentioned as same. On (B)(6) 2016, communication with healthcare provider: discussed that the essure may not be the cause of her symptoms and that removal may not improve her symptoms. Discussed that in the process of laproscopic removal, essure may break and there is chance that due to scarring, not all pieces of the essure device will be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Lot number: 823471, manufacturing date: 2011/01, expiration date: 2014/01. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 33-year-old female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included ibuprofen for migraine as well as antidepressants. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation/ abormal bleeding (menorrhagia)"), fatigue ("chronic fatigue/fatigue"), migraine ("migraines/ migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 8 months 3 days after insertion of essure. On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth") and was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dental caries ("tooth decay/dental problems") and tooth loss ("tooth loss/dental problems"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe, lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping / lower abdomen pain"), uterine pain ("severe uterine pain") and bone loss ("bone loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, weight increased, migraine and vaginal haemorrhage had resolved and the dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dental caries, tooth loss, dysgeusia, dyspareunia, fatigue, uterine leiomyoma, depression, anxiety, nausea, alopecia, abdominal pain and bone loss outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bone loss, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Discrepancy noted: previously essure confirmation test was given as (B)(6) 2013. Current weight 140 lbs. Date leave began: (B)(6) 2016. Date leave ended: 2018. Reason: too much pain and could not continue to work -present. The outcome of events hair loss and nausea was mentioned as same. On (B)(6) 2016, communication with healthcare provider: discussed that the essure may not be the cause of her symptoms and that removal may not improve her symptoms. Discussed that in the process of laproscopic removal, essure may break and there is chance that due to scarring, not all pieces of the essure device will be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received- lot number was added. New events vaginal hemorrhage, nausea, hair loss, bone loss and patient did not undergo essure confirmation test were added. Onset date of events was added. Severity of events pelvic pain, abdominal pain, back pain, menstrual pain were added. The outcome of events menorrhagia, pelvic pain, weight gain and migraines/ headaches was updated from unknown to recovered. Implant date was updated. Product indication was updated. Medical history, concomitant drug were added. Patient's date of birth, weight and height were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdomen pain"), back pain ("severe, lower back pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain"), uterine leiomyoma ("uterine fibroids"), depression ("depression"), anxiety ("anxiety") and migraine ("migraines"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, fatigue, weight increased, uterine leiomyoma, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, tooth loss, uterine leiomyoma, uterine pain and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.